Event description:
The patient reported that the down arrow keypad button requires multiple presses to obtain a response and has delayed spring back. He denied any tears, holes, or peeling of the keypad. He stated that he wears the pump in his pocket, and cleans the pump with water and a soft cloth.

Manufacturer narrative:
Follow-up #1 12/23/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the down and backlight buttons were found to be intermittently responding to presses. The backlight button has no effect on insulin delivery functions. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.